Manufacturer narrative:
Evaluation summary: manufacturing documents could not be reviewed because of missing lot-no. The review of the risk analysis revealed no observation; nail breakage was considered and thresholds were not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. As no item was returned no physical examination could be carried out. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. Based on presented information a deficiency in the nail question was not verified. Device was not provided.

Event description:
The surgeon, reported via (B)(6) that a gamma3 femoral medullary nail that had been implanted for the treatment of a proximal femoral fracture, had broken before the fracture had healed which had led to a shift in the fracture causing the fracture to subsequently heal in significant misalignment.

Event description:
The surgeon, reported via the danish competent authority that a gamma3 femoral medullary nail that had been implanted for the treatment of a proximal femoral fracture, had broken before the fracture had healed which had led to a shift in the fracture causing the fracture to subsequently heal in significant misalignment.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.